Event description:
Disposable chair pad did not alarm when pt was lifted. Connections checked and intact. No damage to cord. Plugged in other outlets and did not work. New unit plugged in and functioned well.

Event description:
Disposable chair pad did not alarm when pt was lifted. Connections checked and intact. No damage to cord. Plugged in other outlets and did not work. New unit plugged in and functioned well.